Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is presumed that dirt adhered inside the channel port and control section due to delay of pre-cleaning after procedure or improper channel brushing, and consequently the suggested event occurred.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the distal end of the subject device was leaked. In the evaluation of olympus (B)(4) the following was confirmed, leakiness of the bending section. The bending section rubber deeply cut. Foreign deposits were observed in the area of the control section and the instrument channel port. There was no report of patient injury associated with the event.